Event description:
During the procedure to implant vortex mp port (size 5 french) in the chest, and with very little manipulation of the catheter, the catheter broke off at the junction of the metal lock. The rest of the catheter completely separated. This is the second time within the last couple of months that we have seen this kind of failure. In this case, the catheter was pre-attached. The catheter broke, and upon inspection the catheter was very brittle, and easy to break with very little force. The risk is if it went undetected and/or broke off after implant, then it could cause catheter embolization.